Event description:
It was reported by the rep that the (1) 35 nlt was used during a diagnostic laparoscopy procedure. It was reported that the conical tip of the 35 nlt trocar separated from the obturator shaft during the trocar insertion and was found in the pt. The tip was retrieved from the pt. The case was completed with a new obturator. 05/05/2000 the product manager from surgery, called to respond to a follow-up letter. Manager spoke to the surgeon and the surgeon stated they attempted to insert the trocar three times and could not insert the trocar. Before the fourth attempt at insertion, the surgeon looked down at the trocar and noticed that the insertion end of the device looked "funny." The surgeon said they looked at the small incision they had made on the abdomen to insert the trocar, and noticed the tip of the trocar in the incision. The surgeon passed off the first trocar and obtained a new trocar at this time (35nlt). The surgeon inserted the new device without incident. The tip of the first trocar was retrieved and sent back with the "defective" trocar. There was no consequence to the pt.